Event description:
After insertion of the blade into the femoral head, the doctor locked the helical part of the blade with the inserter driver. The surgeon inserted the blade further into the femoral head. The surgeon released the helical part of the blade by the inserter driver. The blade and end parts disassembled during the operation. The doctor suspects something was wrong with the blade.

Manufacturer narrative:
A review of the device history records has been requested. Visual inspection of the proximal femoral nail antirotation blade showed that it fell apart because the locking screw was turned out completely. It is possible that the locking screw was released too much during the procedure, resulting in separating of the complete system. All parts were checked with the print specification and no deviation could be detected. The investigation determined this complaint to be invalid. Device is not distributed in the united states, but is similar to device marketed in the USA.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Additional information (B)(6). After insertion of the blade into the femoral head, the doctor locked the helical part of the blade with the inserter driver. The surgeon inserted the blade further into the femoral head. The surgeon released the helical part of the blade by the inserter driver. The blade and end parts disassembled during the operation. The doctor suspects something was wrong with the blade. According to evaluation form, product was investigated and found to be within specifications.

Event description:
Proximal femoral nail antirotation blade disassembled during operation. This is report 1 of 1 for this complaint (B)(4).